Event description:
On (B)(6) 2012, the patient/lay user contacted lifescan (lfs) alleging she was unable to check her blood glucose with her onetouch ultra meter due to it powering off during use. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2012 at an unknown time. The patient manages her diabetes with glipizide pills 2x per day and 1 metformin pill before meals and tests 2x per day. The patient denied making any changes to her normal diabetes regimen in response to the alleged issue. She stated the issue had been intermittent for a while and when at home, she had been able to use her spouse's meter (unknown type) and therefore did not call lfs immediately. The patient claimed that approximately 5 hours later on 11/30/12, she developed symptoms of "hands shaking, head and neck pain" which she associated with low blood glucose. The patient stated she was out running errands and did not have access to her spouse's meter so was unable to check her blood glucose. She stated she ate a hamburger and drank some tea at the onset of her symptoms. By the time she returned home to check her blood glucose approximately 30-40 minutes later, her symptoms subsided. The patient could not recall the result obtained on her spouse's meter but she said it was higher since she had just eaten. At the time of troubleshooting, the cca confirmed that the subject meter's battery did not need to be replaced, the meter was not being used for the first time. Replacement products were sent to the patient. At this time, the subject meter has not yet been returned for pa testing. This complaint is being reported because the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.